Event description:
Wheelchair user reported that the wheelchair stopped suddenly and he fell from the wheelchair, suffering facial bruises. User reported flashing lights on the joystick. User was not wearing the positioning belt on the wheelchair.

Manufacturer narrative:
Evaluation summary. Manufacturer evaluated the wheelchair (B)(4) on september 14, 2009 and investigated that alleged complaint through testing at permobil ab in (B)(4). The investigation determined that a communication error was occurring in the drive electronics of the wheelchair caused by a software bug in the power module, which is manufactured by another company. Manufacturer updated the software for the power module, which has solved the issue.